Event description:
Power supply failed and the customer reported smoke from unit.

Manufacturer narrative:
An investigation was conducted and it was determined that the power supply failed; the root cause is still under investigation. Initially it was determined that this event was not reportable. During a recent FDA inspection, FDA provided guidance that this event should have been reported.